Event description:
It was reported that the device had primary audible alarm post, it was alarming loudly. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a primary audible alarm post, was alarming loudly,bottom seal broken and plunger seal in tact. The device is in good condition,no signs of external damage. Performed power up process,primary audible alarm post, primary audible alarm bgnd test. Unable to determine who cause the problem,speaker is not operating properly. Replaced the speaker, performed power up process, pm and all functional tests which passed .

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Additional information: b5. A review of the event history log identified primary audible alarm background (bgnd) test and primary audible alarm post. A corrective and preventative action has been opened to address the reported issue. Updated h6: evaluation code conclusion.

Event description:
Additional information received via email: no patient involved in the event.